Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that post implant, this abdominally implanted pacemaker detected right ventricular (rv) lead loss of capture (loc) in the unipolar configuration but had good thresholds in the bipolar configuration. Boston scientific technical services (ts) noted that since this since this is an abdominal implant the unipolar sensing vector may not have the heart between the lead tip and the device which would result in loc. Since implant the rv impedance measurements have risen and are now greater than 2,000 ohms. Ts recommended isometrics and pocket manipulations to assess system integrity with possibly a lead revision. The patient is pacemaker dependent but there were no adverse patient effects reported. The patient was brought back into the clinic for troubleshooting. The physician evaluated the lead performance and elected not to surgically intervene. The device remains in service and the patient will be monitored.